Manufacturer narrative:
The pod generated an 0xcd alarm, indicating lvd interrupt was detected. Battery voltages were measured to be sufficient, and shelf mode current was within spec. The exact cause of the reported 0xcd alarm could not be determined. An internal tear was observed on the soft cannula, resulting in a leak that caused internal corrosion. It could not be conclusively determined if the observed cannula tear is in any way linked to the reported 0xcd alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for an unknown duration. The pod generated a "pod error, discard the pod" error message during operation. The device investigation observed a tear on the exposed cannula and fluid leakage during testing.